Event description:
The product was used during a tah procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplement #1 sent to FDA. Device not available for evaluation.